Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent microsurgical sperm extraction on (B)(6) 2014 and suture was used to close the skin. The patient developed a wound dehiscence on (B)(6) 2014. The wound was allowed to heal by secondary intention. There was no surgical intervention.

Event description:
It was reported that a patient underwent scrotal surgery on an unknown date and suture was used to close the incision. The patient developed a wound dehiscence. Additional information has been requested.